Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016, due to non-use . There are no plans to re-implant the patient with a new device.